Event description:
The customer reported to olympus that while using the evis lucera bronchovideoscope, there was a leakage from the bending section. The issue was found at preparation for use, and there was no delay in the diagnostic procedure as a result. The procedure was completed with a similar device. The device was evaluated, and it was found that the coating on the connecting tube is peeled off, over 1mm2. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated on site by an olympus field service engineer, and the customer¿s allegation was confirmed due to a waterproof failure was found due to a pinhole in the bending section cover. In addition to the peeling of the coating on the connecting tube, the connecting tube was also found to be dented, the control section was dirty, and the universal cord was dented. Angulation in the up direction was out of standards due to the worn angle wire, and the electrical connector was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the coating peeling was likely due to physical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ¿ olympus will continue to monitor field performance for this device.